Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Upon visual inspection, the returned screw had fractured from the screw threads. The threads were worn and highly damaged, and also appeared to have been flattened. The hexed tip of the screw had rounded up and deformed due to probable excessive forces. There was evidence of some unknown/foreign or biological matter on the screw that appeared deep red in color. The lot number for the screw lot was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. (B)(4)